Manufacturer narrative:
After the battery was installed and the insulin pump powered up, the insulin pump stopped and froze, followed by an unexpected constant tone/alarm. The problem has been isolated to the motherboard. Also, the insulin pump was received with moisture damage at the lcd board. As a result of the frozen screen, we were unable to verify the unexpected low battery alarms.

Event description:
It was reported that the insulin pump needed the batteries replaced every three days. The customer's mother stated that the battery was changed two days after the previous battery change. Nothing further was reported.